Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, patient started having pain in (B)(6) 2012. She went to the doctor and had x-rays done and the doctor said her hip looked fine. She is still experiencing pain. Patient has MRI and blood testing scheduled.